Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation and hypotension are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 90% stenosed proximal left anterior descending (lad) artery. Low speed treatments were successfully performed, and the patient was in stable condition. The oad was removed, which at that point, the physician observed a perforation in the left main artery. The perforation was proximal to the orbital atherectomy treatment area, and the oad was not used in the area of the perforation. A covered stent was used to successfully treat the perforation. After, further complications arose due to cardiac tamponade and insertion of a pericardial drain. The patient's blood pressure decreased, and the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed for 50 minutes, and a blood transfusion was administered. The patient was revived; however, their vitals were poor. The patient was transferred to intensive care. The patient died. In the physician's opinion, the antegrade treatment approach with the calcific nodule in the artery was responsible for the perforation and the subsequent ischemia/hemodynamic compromise resulted in the patient death.